Event description:
It was reported that they have a bad micro switch. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed device was received in with a cracked reservoir cover, scratches on the enclosure, missing reflux plug and auxiliary outlet label. Device enclosure is the old-style blue cover. Customer?s reported issue was duplicated. The microswitch did not click. The root cause of the reported issue was determined to have been caused by the microswitch not functioning as intended. Actions taken to mitigate the reported issue: due to the age and condition, device is deemed beyond economical repair and will be scrapped. UDI information is unknown